Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation sent the device to flow testing for the following tests downstream occlusion, ultrasonic us air, ultrasonic us occlusion (see device evaluation step for passing results). All flow testing was competed successfully. Evaluation was able to run a loaded set successfully. No correction is required.the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test during testing in the biomed service department. There was no patient involvement. No additional information is available.